Event description:
It was reported that pt underwent total hip arthroplasty in 2000. Cup shell, modular head and hip stem were revised in 2008, due to pain.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.